Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse removed and replaced the power supply and the power monitoring board due to non-charging of batteries. The fse then completed the full calibration and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full name of the event site noted, is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. The iabp indicates a/c on display. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.